Manufacturer narrative:
Investigation results: the device was returned with the tension spring components inside deployment tube and the seal cracked. The complaint is confirmed. Reference file number - (B)(4) part #1.

Event description:
During the coronary artery bypass procedure, the heartstring seal did not release. The report did not provide any additional info. No pt involvement was reported. The device was returned in 02/2003 with the tension spring inside the deployment tube and the seal is cracked. This is a reportable malfunction.